Manufacturer narrative:
Evaluation summary the device was returned to medtronic for evaluation. The stent was returned on the balloon between the marker bands as per specification. The 10th ¿ 17th distal stent segments had raised and deformed struts. (B)(4).

Event description:
The physician intended to use an endeavor resolute (rx) drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. The lesion was situated in the rca exhibiting severe tortuosity, moderate calcification and 78% stenosis. The physician tried to do pre-dilatation with a 2.5x30 balloon catheter. Resistance was noted when advancing the endeavor resolute device, excessive force was not applied. The physician attempted to cross the lesion with the stent however the stent would not cross. After the system was pulled back, deformation was observed on the stent struts. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.